Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings:the meter and test strips passed all testing with no faults found. The reported issues could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ping meter would not power on when a test strip was inserted. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter stopped turning on when a test strip was inserted, one week prior to (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She reported that between (B)(6) and (B)(6) 2015, she continued with her usual dose of medication, including sliding scale. She reported that ¿1 week¿ after the issue occurred, she developed symptoms of ¿high blood sugar¿. She alleged that during hospitalization on (B)(6) 2015, a blood glucose result of ¿663 mg/dl¿ was obtained on an ER/hospital meter and she was treated with insulin by a healthcare professional (hcp). At the time of troubleshooting, the cca noted the meter was not being used for the first time, the patient was using the correct test strips and, based on the information provided, there had been no misuse of the product. The meter powered on manually with a button press and when a test strip was inserted. The issue was resolved through training. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia which required treatment from an hcp after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.